Event description:
After intervention the patient's anatomy and access site was appropriate for deployment of a closure device. The abbott cath perclose prostyle was decided on. All steps were followed correctly and after the perclose knot was deployed, the foot plates of the product would not retract. This caused the device to be stuck in the patient's artery. The only option was to disassemble the device for removal. After the device was disassembled, it was removed and manual pressure was applied until hemostasis was achieved. Patient was delivered to the inpatient unit and developed a severe hematoma. This was appropriately care for by our team.